Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no damage on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that device stuck in stent occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention, the catheter was delivered to the target lesion. However, the device became stuck on the struts of the stent that was previously deployed in the proximal of the target lesion. The physician was able to removed the catheter, but lost image occurred. Intravenous sonography confirmed that there was no problem with the stent. The procedure was completed with another opticross. No patient complications reported and the patient'scondition is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that device stuck in stent occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention, the catheter was delivered to the target lesion. However, the device became stuck on the struts of the stent that was previously deployed in the proximal of the target lesion. The physician was able to removed the catheter, but lost image occurred. Intravenous sonography confirmed that there was no problem with the stent. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.